Event description:
It was reported that patient was pacing at single chamber fixed rate (vvi65) with high outputs as a result of a full electrical reset. The patient will be tested and the device parameter will be restored. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a full electrical reset. Critical ram parity error occurred in address 11 dd on 2014-jan-27. Power on reset (por) severity is low, so the device should be able to fully recover after reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45, lead, implanted (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.